Event description:
It was reported during a gastrojejunostomy while topping off the anastomosis, the surgeon was using an alice clamp to lift the serosa of the jejunum and stomach so the resident could close the tx60b. The surgeon expected the cartridge to milk up the tissue and alice clamps, instead he reports the cartridge cut the tissue. He completed the case by hand sewing the ostomy with 3.0 silk. It took an extra 15-30 minutes to complete the case. There was no consequence to the pt.